Manufacturer narrative:
E1 update: the reporter¿s information was updated. H6 correction: health effect - clinical code should be 4412 - movement disorder rather than 2388 - inadequate pain relief.

Event description:
Additional information indicates the patient experienced ineffective therapy. Additionally, surgical intervention was undertaken on (B)(6) 2026 wherein the extensions were explanted and replaced to address the issue.

Event description:
It was reported that patient's system was unable to enter MRI mode. Troubleshooting revealed low impedances on both leads. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event is estimated.